Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 29 mg/dl at the time of the event. The customer was treated with intravenous glucose until her blood glucose reading reached 120 mg/dl. Nothing further was reported.